Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the button couldn¿t function by the point to push. A visual inspection was performed and showed the device has been used in the field. The leads are corroded caused by fluid ingress. This caused the button not to function. No manufacturing related defects were observed. No further investigation is required. (B)(4).

Manufacturer narrative:
Device lot number not provided. (B)(4).

Event description:
During an arcr operation, it was reported that the arm of the device suddenly got free fifteen to thirty minutes after the start of the procedure. This reported incident took place after patient positioning was fixed for the operation. The surgeon used both the foot switch and the button of the switch drape. The surgeon used the button of the drape once or twice in the operation. The operation was completed with this device; there was a five minute delay. No patient injury was reported. After the incident the switch drape was evaluated by the site and found that the button couldn't function by the point to push.